Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. Upon opening the first catheter, white powder was observed inside the irrigation tubing, and glue appeared to be coming out of the catheter around the junction of the tubing into the catheter. The catheter was replaced. The second catheter, from the same batch, exhibited the same issues, a spot of glue and some staining were observed on the exterior of the handle near the base of the flush port. A third catheter was then used, which did not present any abnormalities. The procedure continued and was completed without any patient complications. The device is expected to be returned for further analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle. An image provided shows the handle with white marks. Based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. Upon opening the first catheter, white powder was observed inside the irrigation tubing, and glue appeared to be coming out of the catheter around the junction of the tubing into the catheter. The catheter was replaced. The second catheter, from the same batch, exhibited the same issues, a spot of glue and some staining were observed on the exterior of the handle near the base of the flush port. A third catheter was then used, which did not present any abnormalities. The procedure continued and was completed without any patient complications. The device is expected to be returned for further analysis.